Manufacturer narrative:
Customer retested sample once more and reported the negative result. Hologic technical support (ts) reviewed logs confirmed the wl in question had normal kinetics and rlus; there were no hardware or reagent preparation issues observed. Ts informed customer that the sample was likely low-target or had a touchpoint contamination. No further issues reported. (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sar-cov-2 tma run, (B)(6), using assay lot 276791 on panther instrument sn (B)(4) which had a discrepant sample. The sample had been tested in duplicate using sample from the same tube.